Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. In the morning on (B)(6) 2023, the patient experienced symptoms of hyperglycemia. The patient's mother transported her to the hospital. The blood glucose result was 500 mg/dl on the hospital's meter. The patient was treated with unknown intravenous solution drips. The doctor decided to return the patient to use multiple daily injections by using the insulin pens for a period of time. The patient was currently still in the hospital.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.